Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. It was reported that they were receiving a ¿telemetry out of range¿ message. Boston scientific technical services (ts) recommended verifying that the device was responsive to a magnet or to try another outlet for the programmer. The health care professional (hcp) planned to make additional attempts. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the health care professional (hcp) was contacted and couldn't recall the specific situation. The assumption was that they were able to finally interrogate the device. It was also reported that this account is seldom forthcoming with information regarding patient's with bsc devices.